Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator showed non-sustained right ventricular over-sensing caused by post paced t wave over-sensing. There were no patient symptoms reported. Further information was requested but not received.

Manufacturer narrative:
Additional information: a4.